Event description:
It was reported that their staff had noticed that the drain bags were kinking off near the foley bag, which was causing the urine to back up. They believed it was the way the tubing was being wrapped and placed in the foley kits. As soon as they took it out of the kit, it was kinking at that spot, and even when trying to straighten it out, it would curl down and kink and asked if there was a way they could get someone to look at adjusting the way it was packaged. They had the drain bag that kinked and the unlicensed assistive personnel said the urine was backed up in the tube. Representative suggested if there was a way or should they look into trying to have the tubing on urine meter go through the loop on the hook like the drain bags.per follow up via email on 22jul2024, it was reported that no physical sample is available. Lot ngjq0769 was reported. The product was used on a patient, it was found after placement on the patients. Customer reported that there was no patient harm other than there was some back up of urine in the tube, which could cause a cauti. Charge nurse just made them aware of the situation and showed one of the bags, then the next day the cna showed the kinked tubing on a different patient. Other nurses had seen the same thing on a few of their bags. The foleys on 4400 did not have a problem with kinked tubing. They discussed that it might have been foley bags that had been subbed in. Currently they were not seeing the issue on the floor now.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be incorrect assembly operation of tube coiling (incorrect assembly). However, there was insufficient information to confirm this potential root cause. The device history record review could not be performed without a lot number. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that their staff had noticed that the drain bags were kinking off near the foley bag, which was causing the urine to back up. They believed it was the way the tubing was being wrapped and placed in the foley kits. As soon as they took it out of the kit, it was kinking at that spot, and even when trying to straighten it out, it would curl down and kink and asked if there was a way they could get someone to look at adjusting the way it was packaged. They had the drain bag that kinked and the unlicensed assistive personnel said the urine was backed up in the tube. Representative suggested if there was a way or should they look into trying to have the tubing on urine meter go through the loop on the hook like the drain bags. Per follow up via email on 22jul2024, it was reported that no physical sample is available. Lot ngjq0769 was reported. The product was used on a patient, it was found after placement on the patients. Customer reported that there was no patient harm other than there was some back up of urine in the tube, which could cause a cauti. Charge nurse just made them aware of the situation and showed one of the bags, then the next day the cna showed the kinked tubing on a different patient. Other nurses had seen the same thing on a few of their bags. The foleys on 4400 did not have a problem with kinked tubing. They discussed that it might have been foley bags that had been subbed in. Currently they were not seeing the issue on the floor now.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.